Manufacturer narrative:
The t:slim user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during cartridge loading, when the air removal step was performed, the customer was able to remove more air than expected. Reportedly, the issue occurred with multiple cartridges. Supply changes were performed to address the issue. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level over 500 mg/dl; cause was not known. A correction bolus was delivered to address bg.